Manufacturer narrative:
The tech observed that the head raises very slowly and then immediately drifts back down. The tech evaluated the condition and adjusted the CPR release cables, which resolved the issue. The bed operated within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Customer complained that the head section drifted back down when they released the head up button.